Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821: ubd: unknown, UDI#: unknown h2, h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after replacing the camera for a related case, the camera was able to connect and track instruments during their system checkout. Afterwards, the local representative (cs) noticed that the camera had an amber light again, but no message in the application. The cs opened network device interface (ndi) t and found that the storage temperature was exceeded. No other errors were in the ndi. Troubleshooting was performed. Technical services (ts) walked the cs through clearing the error in the ndi toolbox. The cs then rebooted the system and checked the ndi toolbox again. The error was no longer present. The camera amber light was off. There was no patient involvement.